Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt cannot establish telemetry between her ipg and charger or programmer. She stated that she has not had stimulation for several days. She also reported that she has allowed the stimulation to turn itself off multiple times before and not recharged the ipg for several days. A new charging system was unsuccessful at resolving the issue. F/u on the pt found that she was referred to her surgeon to have the ipg explanted and replaced. A surgery date is currently undetermined. No further info is available at this time.